Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to charge batteries.